Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had sensor reading discrepancies. The customer stated the sensor was reading 60, but blood glucose was 196 mg/dl. The customer calibrated and the sensor still showed low at 55 when blood glucose was 206 mg/dl and the insulin pump went into threshold suspend. Troubleshooting was performed advising the customer about the proper insertion and calibration techniques. The customer also reported the previous sensor fell off and the cannula was bent. The sensor will not be returned for analysis.